Manufacturer narrative:
The investigation of vf/vt/af/at and low pump flow has been completed. The impella device was not returned for evaluation. The root cause of the low pump flow was most likely patient condition related as additional volume resolved the suction alarms. As the necessary information was not provided, the root cause of the vt/vf was not determined. D6b added.

Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with an extensive cardiac history including non-ischemic cardiomyopathy with an ejection fraction of 10% was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced ventricular fibrillation followed by low pump flow. Approximately ten days after start of support, the patient went into ventricular fibrillation (vf) that morning; the patient's implantable cardioverter defibrillator was unable to shock out of the vf rhythm. The patient was therefore then defibrillated and converted. At this time, the patient was reported intubated, and the mcs level remained at p-8 while the patient recovered from the prolonged vf. The following day, it was noted there were no further arrhythmias since the previous day cardioversion. Approximately six days later, suction alarm issues were noted. Limited echocardiogram confirmed good positioning. The patient was given two liters of fluid and remains on impella mcs while awaiting a heart transplant.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The investigation for optical signal issue has been completed. Data logs were reviewed and no hard failures of the optical sensor were observed. ¿impella position unknown¿ alarms occurring at the same time as suction alarms at time of reported issue. Pump flows were slightly out of range for the p-level. ¿impella position unknown¿ alarms were resolved when pump was turned back up to p-8. Clinical details noted that ao was adjusted at time of reported optical issues. Additionally, patient had received 2l of fluid due to suction alarms occurring at the same time and pump position was confirmed via echo. The root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Corrections to the MFR report: h6 med dev prob code 2917 added.

Event description:
The customer reported that the device exhibited an optical signal issue.